Event description:
Initial eea anastomosis was performed with a 29 mm ethicon stapler. Anastomosis was incomplete secondary to stapler malfunction. The anastomosis was resected and second 31 mm eea covidien stapler used successfully. Affected stapler, packing material, and picture of incomplete anastomosis was sent to materials to be evaluated by company. Rep for this stapler came in the next day to discuss. Stapler endo circ xl 29mm (ecs29b (B)(4)) - lot #a9dr90.